Event description:
It was reported the control knob disengaged from valve. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information: h6: health impact code evaluation codes: updated device evaluation: one device was returned for investigation. Visual inspection noted the peep knob was stuck and cracked, CPAP knob cap was missing and the o2 knob was cracked. Functional testing confirmed the complaint. The issued were attributed to customer damage. The previous service history has been reviewed and deemed unrelated to the current reported problem. A device history report (DHR) review was not completed. Peep needle was refitted and tightened. Replaced damaged and stuck peep knob. Replaced MRI battery, sintered filter and o'rings for the pm. Replaced missing control knobs and installed end caps. Reset patient pressure cycling led and adjusted peep control valve to tolerance. Performed preventative maintenance (pm), cleaned unit and affixed new service label. The device passed functional testing after the completed repairs.